Manufacturer narrative:
The force bipolar instrument was analyzed and found to have damage to the conductor wire insulation at the distal end. The wires were found exposed which caused the bipolar not to work. The instrument was placed and driven on an in-house system. The force bipolar passed the recognition and engagement test and moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument failed the electrical continuity and energy delivery test. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the bipolar function did not work with the force bipolar instrument. The customer attempted to reseat and reconnect the instrument several times, but the issue persisted. The procedure was completed with another force bipolar instrument. There was no patient harm.